Event description:
Previous medwatch submission noted, rupture. Upon further information, allergan has determined, that the event of rupture did not occur.

Manufacturer narrative:
Cont. H.6: f2203 and f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "alcl and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side "anaplastic large cell lymphoma associated to mammary prosthesis cd30 + alk - stage iie, bultoma (lump), rupture, and lymphadenopathy". Histopathologic]al markers (cd30 positive and alk negative) are confirmed. Treatment included explant surgery. The device was explanted.